Event description:
Information was received indicating that this ambulatory infusion pump exhibited over infusion during testing. The pump was set to deliver 44.7 milliliters however the actual amount delivered was 48 milliliters. No adverse patient effects were reported.